Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead noise was observed via stored electrograms and was unable to be reproduced in clinic. No intervention was required. The patient was stable before, during, and after the check and will continue to be monitored.